Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket infection. Patient was hospitalized and treated with antibiotics but eventually the tissue broke and the device was exposed. The physician decided to remove the device and leads. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.